Event description:
It was reported that the lead exhibited oversensing in the unipolar configuration. Impedance was 387 ohms in unipolar and greater than 2000 ohms in bipolar. It was suspected that the cause for the high bipolar lead impedance might be fracture. Programming was left in unipolar.